Event description:
A klepplinger instrument sparking during use (x2 different hand pieces). Two disposable kleppenger forceps were not operating properly (defective) during surgery. A third one was used and worked fine, along with the cautery machine. It was concluded that both disposables were defective, and the electrosurgical unit was performing within manufacturer's specifications. No further action required by biomed.